Event description:
Customer reported that the touchscreen was not as responsive requiring firm presses. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.